Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12253. It was reported the pt was experiencing unintended stimulation. The sjm rep reprogrammed and was able to attain optimal stimulation, but a few days later the unintended stimulation reoccurred. It was also reported the ipg randomly shuts on/off and the ipg can only be turned off with the programmer. Follow up determined the pt had a lead revision was reprogrammed and optimal stimulation was achieved. Attempts to determine the next course of action, for ipg issue, were unsuccessful.

Manufacturer narrative:
(B)(6) 2012. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.